Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try various troubleshooting steps, but the issue persisted, so the pump was replaced by technical support. The customer was advised to use multiple daily injections (mdi) as a backup therapy and understood the need to transfer their settings and connect their continuous glucose monitor (cgm) to the replacement pump. The customer was also informed about returning the defective pump to avoid being billed and confirmed understanding of the shipping and return instructions.